Manufacturer narrative:
This supplemental report is submitted to provide additional event-related information and the results of the investigation. Updates to sections b5 and h6. The device history record was reviewed and it was confirmed that the subject device was manufactured and released in accordance with specifications. An investigation of the event was performed. The cause of the failure was not identified.

Event description:
The user facility reported that the intended procedure was a trans urethral resection of the bladder with a resection set and a 30-degree lens when the reported event occurred. There was a delay in the procedure, and it took longer as the urologist was unable to see well due to the darkness on the monitor from the lens. It is unknown how much time was added to the procedure. The patient was under general anesthesia. The procedure was completed. The patient had no complications post operatively. Once the procedure was completed, the system was turned off and the camera unplugged. The system was then turned back on and the brightness was reset to automatic and the light indicator was placed on the light processor to the center. The camera was then plugged in and the brightness was working appropriately. The customer attributes the problem to an operator error and not a lens/camera issue.

Event description:
The customer reported to olympus, the image is dark when using the evis exera iii xenon light source. Troubleshooting was performed and the issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.